Manufacturer narrative:
Product event summary: the controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the controller ac adapter passed visual inspection and functional testing. As a result, the reported event was not confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Continuation of medical devices; 5076-52 lead implanted: (B)(6) 2015, 1103 vad implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ac adapter did not provide any power. It was noted that the green light did not illuminate even after the cord was firmly pushed into the ac adapter. The ac adapter will be exchanged. There was no patient involvement.